Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, during evaluation at service and repair the 2nm torque limiting handle - qk coupling failed torque test. There was no patient involvement. This complaint involves one(1) device 2nm torque limiting handle - qk coupling.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 service and repair evaluation: the customer returned loaner set of 03.614.035, 2nm torque limiting handle - qk coupling for routine maintenance. The repair technician reported that the device had failed torque test, the device produced a torque of 2.046 nm during low limit test which was not within the specified torque range of the device of 2.05 nm - 2.45 nm. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. H4 device history part # 03.614.035 synthes lot # h452191-03 supplier lot # h452191-03 release to warehouse date: 21 jan 2018 supplier: (B)(4) no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.